Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device did not show an spo2 red alarm when the value dropped to 47. The reported incident involved a neonatal patient. No further patient data was provided.

Manufacturer narrative:
The customer brought the issue to the attention of philips for further analysis and review. A field service engineer (fse) was dispatched to the customer site and completed performed tests and found the system to be operating per specifications. Log data was collected and analyzed. The logs showed that low spo2 and desat alarms were provided several times between 13:17 and 13:24 with silencing occurring at both the central monitor and the bedside. All alarms were paused at 13:24. Testing of the product found it operating per specification. At the time of the incident the device was removed from service for testing. The device is considered to be at the customer site. No malfunction is supported, based upon a review of the clinical audit log data and post incident testing of the product. The data supports that alarms were provided and were silenced at the time of the incident. The issue is consistent with a use related issue. There is no additional investigation warranted at this time.